Event description:
Distributor requested repair of an ambulatory infusion pump due to "occlusion pressure too low (4.7 psi)". No patient details were provided.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keypad and labels were operational and intact. Evidence of the customer's reported problem of "occlusion pressure too low" was unable to be verified from the pump event log. A pressure switch test was performed and also was unable to repeat the customer's reported problem. The pressure switch test was found to be activated properly within the pump's manufacturer specifications. However, additional inspection revealed the pump had fluid ingression into the main body of the pump as a result of use of the device in a manner that is inconsistent with the operator's manual/instructions for use. It is therefore likely the "occlusion too low (4.7 p.s.I.)" Issue was caused by fluid ingression due to improper cleaning of the pump. The downstream occlusion sensor was replaced to address the customer's issue. Based on these investigation results, no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.